Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized from (B)(6) 2015 to (B)(6) 2015 due to diabetic ketoacidosis and high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was over 700 mg/dl. The customer reported vomiting and passing out. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. Troubleshooting occurred. Advised reservoir would be replaced.